Event description:
One patient sample with discrepant potassium results. Initial result 4.4 mmol/l. Same sample repeated gave result of 5.1 mmol/l. The initial result was not reported. The field service representative determined the ise waste and rinse lines were clogged. The instrument was repaired.